Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock when they used it on a patient together with the hard paddles assembly. They then switched from hard paddles to quik-combo® adult pacing/defibrillation/ECG electrodes and a quik-combo® defibrillation/ECG cable, and were able to administer a defibrillation shock to the patient. The customer confirmed that the reported issue did not affect the patient outcome.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. The device was tested extensively without observing any discrepancies during these tests. The hard paddles assembly and therapy cable that came with the device were tested as well, but no failures were observed. The customer declined the replacement of the device's case (the case had some cracks) and requested the device to be returned to them without the case being replaced. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control reviewed the downloaded patient ECG records from the reported event and verified the reported issue.  The first two defibrillator shocks were not delivered to the patient when using the hard paddles assembly. This was indicated in the ECG record by a high patient impedance recorded at the time of the shocks as well as ¿abnormal shock¿ warning messages that were annotated in the patient ECG record at the time of the shocks. The high patient impedance measurements and the ¿abnormal shock¿ messages are indicative of a lack of proper contact to the patient through the hard paddles at the time of the shocks. The root cause of the improper contact to the patient through the hard paddles could not be determined.